Event description:
It was reported that the right ventricular (rv) lead experienced high impedance and oversensing. The lead was removed from the implantable cardioverter defibrillator (ICD) and reconnected with stable impedance and no noise. The next day, an alert triggered for oversensing. The physician suspected a set screw issue. The rv lead impedances were all tested and were within normal range and through the analyzer there was no oversensing. This confirmed the suspicion of a rv pace sense set screw issue. The lead remains in use and the ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2007; 4193, implantable pacing lead, (B)(6) 2007-12-27. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.